Event description:
It was reported that the wake button was intermittently unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose was 190 mg/dl. The customer reverted to an alternate form of insulin therapy.